Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump's usb port was bent resulting in difficulties charging the pump, resulting in the pump shutting off. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg.